Manufacturer narrative:
Work order passed and no failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a an unknown procedure. It was reported that while a registration model was created, the face was displayed on the monitor by shell script display was missing partially. The face was displayed on the monitor without problem when the shade vr was used. Registration was performed by shade vr display on the day of the procedure and there was no problem. This event occurred intra/peri-operatively with no delay to surgical time. There was no reported impact on patient outcome.